Event description:
It was reported that maxplus positive pressure connector leaked. This occurred on 8 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. On (B)(6) 2020, the patient¿s family members reported that the connector leaked liquid, and there was a leakage of liquid medicine. When the patient was replaced with a new connector, it was found that the connector and the connecta automatically popped up. After the nurse connected the connector with flush, the connector still automatically popped up. The patient¿s family approached the head nurse to complain about product quality and demanded compensation for the patient¿s infusion medicine.

Manufacturer narrative:
Eight mp1000 china samples from lot 16028087 were received for investigation; five in sealed packaging and three without packaging. As part of the investigation the customer provided a video, analysis of the video indicates that when a syringe was connected to the maxplus, bounceback occurred. A visual inspection of all the samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by separately connecting each sample to various male luer components from retained bd stock and flushing with fluid; no leakage or inadvertent disconnections occurred throughout testing. Additionally, the samples were subjected to pressure testing; again no leakage was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 16028087 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. As the connecting male luer was not returned for investigation, it could not be determined if this may have contributed to the reported disconnection. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mp1000 china product in the past 12 months.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxplus positive pressure connector leaked. This occurred on 8 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. On (B)(6) 2020, the patient¿s family members reported that the connector leaked liquid, and there was a leakage of liquid medicine. When the patient was replaced with a new connector, it was found that the connector and the connecta automatically popped up. After the nurse connected the connector with flush, the connector still automatically popped up. The patient¿s family approached the head nurse to complain about product quality and demanded compensation for the patient¿s infusion medicine.